Event description:
It was reported during placement of this r-port in 2002, the guide broke and a portion remained in the pt. The detached portion was retrieved surgically. No further details regarding the circumstances surrounding this event are available at this time. Should add'l details become available, a supplement will be forwarded at this time. This device has not been received for eval. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. Without evaluating the device co is unable to determine if the device met is specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.